Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system reportedly fell down steps, which resulted in a broken ankle. The patient also reported that at times when bending over, dizziness occurs and passed out on one occasion. It was documented that the patient also suffers from an unspecified condition that can cause dizziness. The patient reported concerns of possible electromagnetic interference (emi) from a personal fitness bracelet. The patient was to contact their electrophysiologist for further review. No further information was available.